Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8352-70. Serial number: (B)(4). Batch/lot number: 21736346. Model/catalog description: coveredge x 32 surgical lead kit 70 cm. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg and lead site. It was believed that the infection was procedure related. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained.